Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump kept turning off by itself prior to use. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿pump kept turning off by itself prior to use.¿ the unit was triaged and the customer¿s reported condition was confirmed. Liquid ingress caused corrosion, and is the result of customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.